Manufacturer narrative:
Microscopic investigation of the returned guidewire revealed that the coil was stretched at 25mm from the tip end and that the core wire was bent in the middle of the stretched section. There was a slight undulation and overall curving observed toward the distal end and at 1mm from the end of the distal coil there was a very slight coil pitch stretch. The coil wire and the core wire were not broken off and there were no cuts or scratches observed. The coil diameter of the returned guidewire was measured and confirmed to be within manufacturing specifications. Review of the device history records for this lot showed that all results were as expected. There have been no other report concerning this lot. The probable root cause of the stretching of the guidewire is exposure to a force which exceeded the product performance. The bend of the core wire in the middle of the stretched portion is likely due to contacting resistance during and/or after the procedure in the right coronary artery. This report represents all the information known by the reporter upon query by abbott personnel.

Event description:
Reported due to the wire uncoiling while in the patient. The physician performed an interventional procedure using an asahi guidewire grand slam .014" by 180 cm. The physician reportedly shaped the tip of the wire into a "j" shape and then inserted it into the left anterior descending (lad) through a 6f judkins right 4 guidant viking catheter onto a paclitaxel boston scientific stent delivery system. The wire crossed the lesion without difficulty and the stent was successfully deployed. The wire was removed; the tip was re-shaped into a "j" shape and introduced into the right coronary artery (rca) via a 6f judkins left 4 guidant viking catheter. The wire crossed the ostial lesion without difficulty and a paclitaxel boston scientific stent was deployed. After they "went up with the balloon and took a picture" the patient's blood pressure "bottomed down." The patient experienced vasospasms and complained of chest pain. It was noted that the patient was complaining of chest pain prior to the procedure. Fluoroscopy was performed and the flow to the distal posterior lateral artery (pla) was lost; only the distal and proximal portion of the wire could be viewed radiographically. Fluoroscopy was repeated and return flow to the posterior lateral artery (pla) was noted. The wire was removed, in its entirety, and the coils appeared to have "come undone." Nothing was left in the patient. The patient was transferred to the ICU for further evaluation. The patient was discharged the next day in "good" condition.